Event description:
While doing burch bladder neck suspension, noted needle from capro system no longer attached to suture. Needle holder checked with no findings. Tissue checked by surgeon, no needle noted.